Event description:
During a post-implant follow-up, there was no pacing present on the right ventricular (rv) channel. A revision surgery was performed and it was observed that blood was present in the connection between the rv lead and the header of the device. The device was explanted and replaced. The patient's condition was stable following the procedure.

Manufacturer narrative:
The reported field event of no right ventricular (rv) pacing output was confirmed. Bench testing of the device in the laboratory identified foreign substance covering the atrial and the rv contact springs. The atrial-contact spring was covered with aluminum oxide and the rv-contact spring was covered with a combination of epoxy and aluminum oxide. During functional testing, anomalous (intermittent and/or noisy) pacing outputs were noted on the rv and the atrial channels. The non-conductive foreign materials coating the rv spring likely blocked the required contact/connection between the rv lead and the device, resulting in the reported field event.